Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('heavy periods with clotting') in a (B)(6) female patient who had essure (batch no. 624107, 624493) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometriosis. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia"), 4 years 3 months after insertion of essure. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/periods with cramping") and menstruation irregular ("irregular periods with clotting"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the heavy menstrual bleeding, dyspareunia, dysmenorrhoea and menstruation irregular outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, heavy menstrual bleeding and menstruation irregular to be related to essure. The reporter commented: trailing coils: left-6, right- 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: fallopian tube not patent. Essure coils present.. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Case became serious incident as removal was done. Lot number, reporters and medical history were added. Lab data and removal details added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('heavy periods with clotting') in a 24-year-old female patient who had essure (batch no. 624107, 624493) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometriosis. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia"), 4 years 3 months after insertion of essure. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/periods with cramping") and menstruation irregular ("irregular periods with clotting"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the heavy menstrual bleeding, dyspareunia, dysmenorrhoea and menstruation irregular outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, heavy menstrual bleeding and menstruation irregular to be related to essure. The reporter commented: trailing coils: left-6, right- 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: fallopian tube not patent. Essure coils present. Lot number: 624107 manufacturing date: 2007-04 expiration date:2009-03. Lot number: 624493 manufacturing date: 2007-05 expiration date:2009-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 13-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.